Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the error was confirmed and replicated. Upon visual inspection, the rolling loop fiber is misaligned, that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check all boards test was failing on axes controller carriage (acc), replicating the reported event. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The probable root cause can be attributed to a faulty rolling loop fiber.

Event description:
It was reported that during a da vinci assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered error 319 and no light on arm 3. The system was rebooted, but the issue persisted. Tse then reviewed the system logs and confirmed the error was associated with arm 3. A hard power cycle was performed, but the issue remained. Tse then had the user disable arm 3 and move it away from the surgical field, and because it was a three-arm case, they directed the user to swap arm 3 with arm 4. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.